Event description:
This report was received from an ophthalmologist inquiring about reports of iritis with intraocular lens model #ub73. A man had a cataract extraction of the left eye 16nov90 with implantation of intraocular lens model #ub73. In late june 1997, he developed an iritis in the left eye. The patient was treated with pred-forte and voltaren ophthalmic solution. By mid july, examination revealed no cell, no flare. No further information is expected.